Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as the clip was deployed, a second clip came out together with it. The surgeon retrieved the clips, and another device was used to successfully complete the necessary ligation. No pt consequence reported.